Event description:
The customer reported "ac no power." There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported ac no power. The local philips representative evaluated the device, noted ac led of bezel "not light", and replaced the bezel to resolve the malfunction.